Event description:
The patient received a second degree burn on the inner right side of the mouth and on the outer corner. No invervention was required. No injury to the user. User facility states that they used a bur guard with this device, but will not send it in for evaluation.